Event description:
The customer questioned ise (ion selective electrode) patient results which included sodium (na), chloride (cl), potassium (k), and carbon dioxide (co2) due to persistent negative anion gap results on their dxc 600i clinical chemistry system (part number a25639; serial number (B)(6), with an increasing frequency of occurrence. No erroneous patient results were reported outside the customer's laboratory. There was no report of change to treatment, injury, illness, or death associated with this event. The customer did not provide patient data and/or patient demographics.

Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the dxc 600 pro chemistry analyzer and identified the failure mode as defective carbon dioxide (co2) electrode and modular chemistry (mc) sample probe. The fse replaced the co2 electrode and mc sample probe to resolve the issue. The customer was satisfied with the service provided. No further action required. Section a2, a4 and a5: information not provided by the customer. The beckman coulter internal identifier is case-(B)(4).